Manufacturer narrative:
Additional device implanted and involved in this event: pla260300/14567337. UDI numbers for the lots are as follows: lot 9936211: (B)(4). Lot 14567337: (B)(4). Concomitant medical products: the patients medications include;coumadin, lovastatin, digoxin, coreg, lasix, levoxyl, metoclopramide, calcium and multi vitamin. (B)(4).

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with two gore¿excluder aaa endoprostheses. On (B)(6) 2016, follow-up imaging identified evidence of a proximal type I endoleak with aneurysm enlargement (amount unknown). It was reported the endoleak was caused by degeneration of the aorta with dilation of the proximal neck and loss of circumferential device apposition. On (B)(6) 2016, an intervention was performed to treat the proximal type I endoleak. After an additional aortic extender component was implanted up to the lowest renal artery for proximal extension, angiography showed persistence of the proximal type I endoleak. It was reported that aptus screws were used to fixate the aortic extender component, as calcium was reported in the proximal aortic neck. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.